Event description:
I was prescribed comfort h/s hard soft splint mouth guard by my dentist to help with teeth grinding at night and started using product in (B)(6) 2025. The manufacturers instructions to clean night guard with only cool clear water and let to air dry. After six months of use and cleaning the device according to the manufacturers instructions, I noticed there were white spots on the device, a bad smell and left a bad, bitter taste in my mouth the next day even after brushing my teeth as well as irritated gums. I believe the white spots is either mold or bacteria. I called the manufacturer representative on the phone on (B)(6) 2025, and they told me to try a cleaner called eversmile and not to air dry it, and to completely dry it using a towel. I asked about replacement and they referred me to the dentist. The manufacturers instructions of care that were given to me in (B)(6) 2025 and on the phone in (B)(6) 2025 contradictory of each other. I included pictures of the mouthguard as well as the document with the instructions that were given to me.